Event description:
Procedure performed: emergency resection laparotomy. During a surgery, yesterday, they found inside the abdomen a whole alexis after a surgery happened in 2017. The person who reported this event admitted that must have been user error but they will in any case proceed with their internal protocol for these type of events. Additional information received via email from applied medical team member, 22 october: they have not kept the device due to it being adhered greatly to the bowel, they do have photographs which I have asked to be sent to me. The original procedure was in (B)(6) 2017 and was a hartmann¿s. Patient returned to or last week due to abdominal pain and was taken into emergency theatres for an emergency resection laparotomy. There was imaging down which showed a small bowel mass (which was the mainly the alexis encased in bowel). The alexis was a small, but they do not have the lot number. The alexis was fully intact, with both rings and plastic sheath. The case was done in emergency theatres with a scrub nurse who was not a typical scrub for colorectal cases and may not have had any exposure to the alexis the surgeon for both cases (2017 and last week) was the same surgeon (they were reluctant to give me the name) however, jane advised that the surgeon in the cases of 2017 where the alexis was left, left the assistant to close the patient. This assistant had not been working at dorset county for long at this time. Again, I do not have their name. At that time they never considered to account for alexis in their scrub/plastic count. Patient current status, (B)(6) is aware she went to itu but from her understanding is stable, I do not know if the patient has been made aware of the issue. Additional information received via email from applied medical team member, 25 october: the patient was discharged to home on (B)(6) and is recovering well once the investigations are complete they have asked us to come retrain everyone the patient has been made aware of what has occurred. Patient status: patient is stable. Type of intervention: emergency theatres for an emergency resection laparotomy.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided by the complainant. The photo provided confirmed that an alexis had been left inside the patient¿s abdomen. Applied medical has reviewed the details surrounding the event and related products and is unable to confirm that a product malfunction occurred. Based on the description of the event, the alexis was not removed before the patient was closed. Single use non-implantable medical devices are not intended to be left behind in the patient after surgery. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: emergency resection laparotomy. During a surgery, yesterday, they found inside the abdomen a whole alexis after a surgery happened in 2017. The person who reported this event admitted that must have been user error but they will in any case proceed with their internal protocol for these type of events. Additional information received via email from applied medical team member, (B)(6): they have not kept the device due to it being adhered greatly to the bowel, they do have photographs which I have asked to be sent to me the original procedure was in mary 2017 and was a hartmann¿s patient returned to or last week due to abdominal pain and was taken into emergency theatres for an emergency resection laparotomy. There was imaging down which showed a small bowel mass (which was the mainly the alexis encased in bowel) the alexis was a small, but they do not have the lot number the alexis was fully intact, with both rings and plastic sheath the case was done in emergency theatres with a scrub nurse who was not a typical scrub for colorectal cases and may not have had any exposure to the alexis the surgeon for both cases (2017 and last week) was the same surgeon (they were reluctant to give me the name) however, jane advised that the surgeon in the cases of 2017 where the alexis was left, left the assistant to close the patient. This assistant had not been working at dorset county for long at this time. Again, I do not have their name. At that time they never considered to account for alexis in their scrub/plastic count patient current status, jane is aware she went to itu but from her understanding is stable, I do not know if the patient has been made aware of the issue additional information received via email from applied medical team member, (B)(6) : the patient was discharged to home on (B)(6) and is recovering well once the investigations are complete they have asked us to come retrain everyone the patient has been made aware of what has occurred patient status: patient is stable. Type of intervention: emergency theatres for an emergency resection laparotomy.